Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. It was reported that the patient was in the emergency room with a driveline fault alarm. Review of the submitted log files revealed a driveline power fault alarm that activated at 11:10:29 on (B)(6) 2024 and remained active for the remainder of the captured data. This driveline power fault alarm was associated with a pwr_a_broken fault. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and heartmate 3 patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the emergency room with a "driveline fault" alarm. Log files were submitted for review and confirmed driveline power b faults on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.